Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not delivering insulin and bolus was showing 000. Customer's blood glucose was 293 mg/dl. During troubleshooting, it was found that the time was incorrect. Customer was able to view the correct bolus amount. Customer was assisted with correct method for filling cannula. Insulin pump passed displacement test. After troubleshooting, customer was advised that insulin pump was working as designed. Infusion set would be replaced.